Manufacturer narrative:
One 5.0 twinfix ti anchor assembly was returned for evaluation. Visual assessment of the anchor confirmed the reported breakage. The threaded portion of the anchor is missing and was not returned for examination. The eyelet was returned which is deformed and broken in half. The hex portion of the inserter is stripped. The devices condition indicates it received a torsional overload during insertion. Per the devices IFU under caution: "excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor. If more torque is required to insert the anchor, stop and ensure that the anchor size, drill hole size, and depth are correct for the bone conditions encountered. It may be necessary to reduce the anchor size or increase the drill hole size to achieve optimal insertion force". Further investigation is not warranted at this time.

Event description:
It was reported that during rotator cuff repair surgery the screw body broke. The screw has been completely removed and a backup device was used to complete surgery. No additional bone holes were drilled, and no patient injury reported.